Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed electrocautery noise resulting in inhibition of ventricular pacing despite being programmed to electrocautery mode. The patient is pacemaker dependent. Attempts to obtain additional information was unsuccessful.